Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
No additional information.

Event description:
It was reported that bd unknown product would not flush. It was reported by the customer that we had a nexus connector not flush at all and we had to open another kit to get another connector. Verbatim: rcc received a complaint via email. Email(s) attached. I have had recurrent issues with different components on the bd cse kits. 1) nexus connector: last night, we had a nexus connector not flush at all and we had to open another kit to get another connector (we use dto have a few connectors individually wrapped, but that is no longer the case). It has also happened several time in previous weeks ¿ I have kept a faulty one.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.